Event description:
The customer reported the cap piercer of a unicel dxc 600i synchron access clinical system was generating modular chemistry (mc) and cartridge chemistry (cc) probe obstruction errors; the customer stated these errors occurred after replacing the wick. The customer also reported liquid leaking from the cap piercer onto sample tube caps. The leak was contained to the instrument. The customer was wearing gloves and a lab coat when the leak occurred. There were no reports of direct contact with the leak or of injury due to the leak. There were no erroneous results generated as a result of this leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found that the waste vacuum three-way solenoid valve was non-functioning and replaced the part. The fse performed alignments and observed no further leaks. There were no further reports of leaks or probe obstructions. (B)(4).